Event description:
Information received indicates the brake steer is not working at the head and foot end of the stretcher. The brake will set but the stretcher still moves.

Manufacturer narrative:
The technician found the head and foot end rocker arms were broken. He used a brake/steer upgrade kit to repair the stretcher.